Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonic polypectomy procedure on (B)(6) 2009. According to the complainant, during the procedure, the active cord and snare would not stay connected together. The complainant was able to complete the procedure with this device by manually securing the active cord to the snare. It is estimated that the active cord is roughly one year old. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. After the procedure, the same snare was tested with another active cord and there were no connection issues.